Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a patient had high blood glucose while using a cleo® 90 infusion set. Troubleshooting noted that there were "champagne bubbles" in the tubing, before the luer lock, and in the luer; upon removal of the infusion set, it was observed that the cannula was bent. The patient's blood glucose was reported to be at 284mg/dl and trace ketones were noted. Injections were conducted to address the high blood glucose. The patient had the site changed out due to the bent cannula. No permanent injury was reported.